Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history showed that all sound features were set to high. The pump booted to the verify screen with vibration, but no audible sounds. An alarm was reproduced for testing purposes and the pump gave the correct message on the display screen but no audible alert. The black box showed a replace cartridge alarm on (B)(4) 2015 at 00:50 and the next prime was recorded at 07:24. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and a visual inspection revealed that the audible tone spring contacts were misaligned. Once corrected, the audio returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 500 mg/dl with polydipsia and polyuria associated with no audio in the pump. Reportedly, the patient remained on the insulin pump and was hospitalized and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. Reportedly, the vibration in the pump was working. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to no audio in the pump.